Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it pulled off? Use of vicryl during different operating times, no details on the time of issue. How was the procedure completed? By using another thread. Were there any patient consequences? No. Was there blood loss as a result of the device issue? No. Was an additional medical/surgical intervention performed? No.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. During the procedure, the thread pulled off from the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.